Manufacturer narrative:
This report is submitted on december 28, 2018. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the surgeon, the patient underwent revision surgery (date not reported), in order to convert the patient to a subcutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.